Manufacturer narrative:
(B)(4), date sent: 12/15/2023. Device was not returned.

Manufacturer narrative:
(B)(4). Date sent 12/4/2023.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: the issue occurred after the nurse set the device and handed to the surgeon. The issue occurred before the device was used on the patient. It is not sure if the firing knob was pressed before use. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for "the knife moved forward?" 2. Did the reload begin to staple and cut, but then jammed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the knife moved forward when preparing for the operation. There is a possibility that the device was set in the wrong way. Another device was used to complete the case. There were no adverse consequences for the patient. No further information is available.